Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to a gastrointestinal bleeding and antiarrhythmic medications were suspended. This device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to supraventricular tachycardia (svt) episodes. No additional adverse patient effects were reported. This device remains in service.